Manufacturer narrative:
Functional testing of the sample found the device would not power on as was reported. Visual evaluation found a detached wire from the positive terminal which caused the reported power issue. Additionally a fluid leak was also found. Fluid had entered the unit, went past the motor seal and into the battery housing. There was no adverse event associated with this issue. This portion of the device is attached to an IV pole and is not in contact with the patient. Fluid within the device may in some cases cause the device to experience performance issue, become nonfunctional or present a possibility of cascading failure type such as short circuit or leaching of battery material. A review of the manufacturing records for the reported product code and lot number revealed that the lot was manufactured to specification; however, there are multiple steps within the manufacturing process that could contribute to fluid passing beyond the lip seal assembly. Based on our evaluation and the condition of the device we have identified the most likely root cause of the reported event to be manufacturing related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hydrosurg irrigator would not power on and it appeared that the batteries were dead during set up for a lap chole. Procedure. There was no patient injury reported. The sample was returned and during testing of the subject product, the unit exhibited a fluid leak into the battery compartment. There was no adverse event associated with the device.